Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, episodes of non-sustained right ventricular oversensing caused by a diagnostics issue were noted. No intervention was performed and the patient would continue to be monitored.

Event description:
New information received on (B)(6) reported that these non-sustained right ventricular oversensing episodes were recurring. No intervention was performed and the asymptomatic patient would continue to be monitored.